Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the ventilator's active exhalation control module was replaced to address a failed test step during testing. The ventilator's oxygen blending module board was returned to the quality assurance laboratory for further investigation. The component failed a test step during testing. The root cause of the oxygen blending module board was found to be due to a faulty u29 sensor on the oxygen blending module board.